Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported a right side device rupture. Device has been explanted.

Event description:
Healthcare professional reported a right side device rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are:rupture: observed opening device in the radius side assessed as surgical damage and observed broken device in the posterior side assessed as a an unidentified (tear) opening. (Shell thickness was within specification)additional observations:no other observation observed.no further actions are required as the device was implanted.